Event description:
It was reported that cartridge alarm 20 repeatedly occurred during load process, and caller stated this was at least fifth occurrence with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping address, and instructed customer to place pump into storage mode before returning it, which customer understood and acknowledged.